Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024 it was reported by a sales representative via (B)(4) that an ar-9629 peripheral screw depth gauge had the skinny piece of the depth gauge break off while trying to measure the screw length. This was discovered during the case with no patient harm.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-9629 peripheral screw depth gauge batch number: 45552319 was received for investigation. Visual evaluation of the returned device noted wear and tear to the device with superficial scratches and slight discoloration observed. It was further noted that the depth probe was broken at the weld and no longer attached together. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to overstressing a device that is damaged naturally and inevitably as a result of normal wear or aging from repeated usage/reprocessing. Manufactured date: 02-aug-2023.